Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the abutment fell out, no clinical notes on abutment and no lot available. Debridement of site was done to remove build up around implant site at that time.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one healing abutment for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use, markings, likely from removal. No damage identified or signs of malfunction that would have contributed to the reported event. Abutment engaged & disengaged as intended from the returned implant during a functional test. Measurements match drawing. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are improper techniques used during placement ¿ inadequate treatment planning. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported event is non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.